Event description:
It was reported in a published abstract that a patient with barrett's esophagus was treated with radiofrequency ablation (rfa). The patient developed a perforation after the rfa which was treated. Add'l info was requested but no add'l clinical findings have been received to date and will be forwarded upon receipt.

Manufacturer narrative:
The event was discovered in a literature review and therefore no device was returned. Additionally, there was no lot number provided so no lot history review could be performed. If add'l info is obtained, pertinent to this event, a follow-up report will be submitted. Covidien reference number: (B)(4).